Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "erratic" (bg) levels (values not provided). Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information.